Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 27-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the anesthesia cart was not functioning properly. A technical support specialist (tss) reviewed the reported error, identified service address changed error, domain name system error and guided the customer to validate potential causes related to domain name resolution, including incorrect host configuration, missing or outdated domain records, and network or server communication issues. The tss advised coordination with the hospital server and network team to confirm whether any related changes had occurred. The tss also requested availability for remote access to the station for further investigation if the issue persisted and followed up with the customer for updates. Good faith attempts were made to get the additional information and no responses received from the customer. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, user provided accept button, but it takes long time to work on the touchscreen and later its shutdown. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.